Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm noted. During visual inspection the insulin pump had a cracked reservoir tube lip, minor scratches on display window and missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 124 mg/dl. He was advised to disconnect from the insulin pump and revert to a backup plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.